Event description:
The clinician attempted to insert the percutaneous gastrostomy (peg) tube using a pull-through method. We were unable to get the tip to go through the incision after two attempts and after making the incision larger. The surgeon felt the tip was not smooth. A second catheter was used and inserted easily. Pt had a blood borne disease which put staff at higher risk due to increased manipulation and repeating the incision.